Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported implant depletes faster than before. Patient stated that before implant charge could last 24 hours and sometimes 2 days. Patient mentioned they did not change the settings. Patient expressed concern regarding possible implant battery depletion. Agent reviewed battery longevity. Patient will see manufacturing representative (rep) on monday.